Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was not available for evaluation however, the photo of the device was inspected. The device was used and the record card was provided to show 6 uses. Based on the photo, the device appeared to be cut at the seam. A simulation was performed on a retained sample by pulling at the same location. The reported failure could not be duplicated even after many cycles of pulling. The reported failure could not be verified and a root cause could not be determined in order to reflect if the failure was due to user handling or manufacturing. Due to the complaint sample not being available, a result code could not be provided.

Event description:
The event is reported as: the customer alleges the device is separating at the seams. It is unknown when the reported defect was detected.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device is separating at the seams. It is unknown when the reported defect was detected.